Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seventeen devices were received for evaluation; 17 events were confirmed during testing. Nine devices were found to be affected by broken-down lubrication and corrosion. Four devices were found to be affected by broken-down lubrication. Three devices were found to be affected by a damaged internal component and corrosion. One1 device was found to be affected by debris and corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device reportedly overheated. Fourteen events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.